Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer septal occluder met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.

Event description:
A 6 mm amplatzer septal occluder (aso) was implanted on (B)(6) 2016 without using balloon-sizing. On (B)(6) 2016, it was noted via chest x-ray that the aso had embolized to the aorta. The patient was not hemodynamically compromised. The 6 mm aso was percutaneously removed and a 12 mm aso was successfully implanted. The patient is reported to be stable.